Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received e-stimulation treatments and their heart rate slowed down. The patient suspected that their heart rate dropped below their implantable pulse generator (ipg)'s programmed lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.